Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the electrosurgical generator had an e433 error report. There were no reports of patient harm as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint of a e433 error message was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, after re-installation of printed circuit board, the fault was eliminated. Olympus will continue to monitor the field performance for this device.